Manufacturer narrative:
This report is submitted on (B)(6)2021.

Manufacturer narrative:
This report is submitted on march 8, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to the patient experiencing a cholesteatoma with recurrent biofilm colonisation. The patient was reimplanted with a new device on (B)(6) 2021.